Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements due to a dislodgement. A revision procedure was performed where the physician experienced difficulty removing the lead as the helix would not retract after more than 40 turns. The rv lead was able to be successfully explanted and replaced. No additional adverse patient effects were reported.